Event description:
It was reported that a patient with an ambicor penile prosthesis app presented with fluid loss in the system. A revision surgery was performed, during which the physician confirmed fluid loss in the distal right cylinder. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that a patient with an ambicor penile prosthesis app presented with fluid loss in the system. A revision surgery was performed, during which the physician confirmed fluid loss in the distal right cylinder. The device was explanted and replaced. No patient complications were reported.

Event description:
It was reported that a patient with an ambicor penile prosthesis (app) presented with fluid loss in the system. A revision surgery was performed, during which the physician confirmed fluid loss in the distal right cylinder. The device was explanted and replaced. No patient complications were reported.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Fluid leak is acknowledged within the dfu and is not related to off-label use or failure to follow instructions. Based on the device history record (DHR), the device was confirmed to meet specifications prior to shipment therefore concluding manufacturing was not related to the reported event. Additionally, it is concluded that the cause of the allegation cannot be established without product return. Based on the information available the cause that contributed to the reported event cannot be established.